Event description:
Information was received indicating that while in use of a smiths medical legacy plus pump, a no disposable, pump won't run alarm was noted. Bubbles were also observed. No patient consequences were reported. No adverse effects were reported.